Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving a high glucose alarm and experienced a loss of consciousness. Customer was able to regain consciousness 5 minutes later and received unspecified high sensor readings compared to an unspecified low capillary result with a competitor meter. Customer reported being able to self-treat with glucose tablets and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported, with the adc device. A customer reported, receiving a high glucose alarm and experienced a loss of consciousness. Customer was able to regain consciousness 5 minutes later. And received unspecified high sensor readings compared to an unspecified low capillary result with a competitor meter. Customer reported, being able to self-treat with glucose tablets. And no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving a high glucose alarm and experienced a loss of consciousness. Customer was able to regain consciousness 5 minutes later and received unspecified high sensor readings compared to an unspecified low capillary result with a competitor meter. Customer reported being able to self-treat with glucose tablets and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Observed watermark at the base of the tail. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 8, observed sensor signal low error message along with a drop in glucose values. The sensor was de-cased and visual inspection has been performed. No issue were observed. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.